Event description:
It was reported to medtronic minimed that the customer experienced sensor not connecting to the pump after inserting a new sensor and was unable to pair the transmitter back to the pump after unpairing. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn and mmt-7040a. Troubleshooting was performed and guided the customer through steps to repair the transmitter to the pump, including verifying bluetooth compatibility, ensuring the transmitter was fully charged, resetting the transmitter, confirming the transmitter led blinked when disconnected from the charger and when connected to the sensor, and successfully re-establishing communication between the pump and transmitter, resulting in the system starting the sensor warm-up but the issue again reoccurred. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.